Manufacturer narrative:
(B)(6). This event was previously reported in manufacture report number 3005094123-2018-00236. After further evaluation, the suspect medical device in question was changed from the architect total b-hcg assay, list number 07k78, to the architect i2000sr analyzer, list number 03m74-02. All further information will be documented under this manufacturer report number. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect b-hcg result while using the architect i2000sr analyzer. The customer provided the following data: initial 254.73 miu/ml, retest < 1.20 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device in question was changed from the architect i2000sr analyzer, list number 03m74-02 to the architect total b-hcg assay, list number 07k78, to. All further information will be documented under manufacturer report number 3005094123-2018-00236.